Manufacturer narrative:
Event date: 04/08/2019. Manufacture: 04/23/2019. V8000 da to mc cable assembly (p/n 1032611) was the only part returned. This part was replaced with v60 da to mc cable assembly (p/n 1124471). And was recalled per fco 86600037. No further failure investigation is required. Z-20612017. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 15dec2018. The philip's field service engineer (fse) was not able to duplicate the reported error code. The fse installed a new direct current to motor controller cable and motor controller retention bracket . The unit passed electrical safety and performance verification testing.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. The device is pending repair completion. Patient information and event date were requested from the customer, but no response was received. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator shuts off while connected to a patient with a data acquisition printed circuit board assembly analog to digital converter failed error. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The event date was not specified; estimate used.